Event description:
It was reported that patient underwent an anterior crucial ligament reconstruction procedure utilizing a hex driver on (B)(6) 2014. During the procedure, the tip of the driver fractured inside the head of the screw. The fractured portion of the driver was removed from the head of the screw and the procedure was completed. There was no patient injury or significant delay to the procedure as a result.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Evaluation of device found evidence that failure mode was due to bending overload.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results